Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that the patient was in the hospital on a ventilator because the pump was out of baclofen and had been for months. The patient rep stated the patient had been fighting with the insurance company and doctors and medtronic for months to get the pump replaced. It was reported that the patient had stiff person syndrome and now was in respiratory failure and they were trying to take the patient off the ventilator today. The patient was pretty healthy otherwise and was working with the hospital to find a doctor to replace the pump. Patient service specialist asked if the pump had been interrogated and patient rep stated they were told by someone that the pump needed to be replaced but they were not sure who that was. Patient was on both diazepam and dilaudid and the patient rep was wondering if they could take her off of either of them because she had stiff persons syndrome and they might not be willing to give her the right medications. The issue was not resolved through troubleshooting.